Event description:
It was reported postoperatively, the pt developed a left bundle branch block (lbbb) and av-junctional rhythm; amiodarone dosage was reduced. On (B)(6) 2011, the pt was hospitalized for cerebral distributed blood flow, brief unconsciousness, reversible diplopia and an embolism. It was reported, the neurological event has been resolved.